Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Found c-arm 5 volts on fluoro function dipping below 4.73vdc, due to input voltage differences. Adjusted the c-arm 5 volts to allow for greater range of input ac voltage differences. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the 9800 system locked up during a case. System could not be rebooted. There was no report of patient injury.